Event description:
It was reported that the customer had a off no power, a39 and a24 on the insulin pump . The customer's blood glucose level was 70 mg/dl. The customer is unable to perform since customer can't clear alarms and it keeps going through continous loop. The customer states they did not receive a low battery alert priot to the off no power alert. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back up plan per healthcare provider per instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm and an off no power due to a faulty component on the interface board. Unable to verify other alarms due to the off no power indicator. No cosmetic damage was noted.